Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that patient received a gunther tulip on (B)(6) 2005 at (B)(6). Dr. (B)(6) allegedly placed the filter. It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records were requested, but have yet to be provided.

Manufacturer narrative:
Evaluation: the device was not provided to assist with the investigation. No information regarding the event has been provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. There is no information to suggest the device was not manufactured to specifications. If additional information is received, the report will be re-opened for further investigation. We have notified appropriate personnel and will continue to monitor for similar events.

Event description:
It is alleged that patient received a gunther tulip on (B)(6) 2005 at (B)(6) medical. Dr. (B)(6) allegedly placed the filter. It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records were requested, but have yet to be provided.

Manufacturer narrative:
Additional information: investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿no evidence or allegations of adverse events". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 28mar2018 as follows: pt allegedly received an implant on (B)(6) 2005 via the femoral vein due to pulmonary embolism after a motor vehicle accident. No allegations and evidence to adverse events at this time. The information only lists the description of event information. It is unknown if there have been any adverse effects at this time. It is unknown if any intervention was performed at this time. It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records were requested, but have yet to be provided.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Additional information-investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿vc & organ perforation". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. No relevant notes found on work order or device lot. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
H6: patient code :vessels, perforation of (2135)- listed in IFU, organ(s), perforation of (1987)- not listed in IFU device code: no code available (3191)-device perforation- not listed in IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient alleges perforation of filter struts beyond the ivc wall.